Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2015, a patient underwent a port placement procedure for right breast cancer. Ten years post port placement procedure, the catheter allegedly had catheter rupture. An attempt was made to retrieve the remaining portion of the catheter. It was also reported that a further rupture occurred approximately 1.5 cm from the tip of the central venous catheter. However, due to strong adhesion of the intermediate segment to the vascular system, removal was abandoned, and the remaining portion was left in place. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments were returned for sample evaluation. Along with return sample three images were provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was observed to the distal end of the attached catheter that was elliptical in shape. A complete diagonal break was observed to the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the complete diagonal break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be round/smooth throughout. Catheter wear was noted on the proximal portion of the attached catheter. Image review noted the fracture, separation and deformation issue. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation issue. However, the investigation is inconclusive for the reported device entrapment issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Although a definitive root cause could not be determined, flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2015, a patient underwent a port placement procedure for right breast cancer. Ten years post port placement, the catheter was allegedly ruptured. An attempt was made to retrieve the remaining portion of the catheter. It was also reported that a further rupture occurred approximately 1.5 cm from the tip of the central venous catheter. However, due to strong adhesion of the intermediate segment to the vascular system, removal was abandoned, and the remaining portion was left in place. There were no reported patient injuries.